Event description:
Surgeon doing a robotic lobectomy and an xi stapler 30 curved tip endowrist was being used and a green reload was placed in the jaws and it was inserted and fired - it did not complete the fire and it read 'exposed blade', the stapler jaws released from the lung tissue/bronchus and it was removed with no apparent issue. The stapler sheath and the defective reload was left intact and placed in a box. The case was completed with an ethicon manual powered stapler.